Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in (B)(6) 2007. Ten months ago, the patient had a mesh erosion noted on a routine office exam. The patient was prescribed estrogen cream . On (B)(6) 2012, the patient underwent a procedure to repair the erosion by resecting the mesh. The surgeon reported there was one area of mesh erosion that was one cm in size and there was a second area of mesh erosion that was three mm in size. Both areas of erosion were in the apex of the vagina. A cystoscopy was performed due to recurrent chronic bladder infections and no mesh was found in the bladder. The procedure was completed and the patient was currently in the recovery room. Additional information has been requested.